Manufacturer narrative:
(B)(4). The device is currently being evaluated by baxter personnel on site. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed and the assignable cause was not identified. There were no repairs performed for the reported condition. A device history review was performed finding one exception during manufacturing, however, the device was repaired, retested, and found to be performing as designed before release.

Event description:
The biomedical engineer reported a colleague infusion pump with a user interface module (uim) board issue. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 6.13.92.